Event description:
It was reported that there was a pocket revision surgery. The physician was moving the implantable neurostimulator (ins) from the left buttocks to the left abdomen using extensions. The reason for the pocket revision was unknown. The patient was doing fine and was getting effective therapy with 50% or greater symptom reduction. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v607387, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).